Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a 37-year-old female patient who had essure (batch no. 915890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2011, morbid obesity and dyslipidemia. Previously administered products included for birth control: ortho-cyclen in 2007; for an unreported indication: ortho cyclen in 2007. Concurrent conditions included seasonal allergy since 2012, vaginal epithelial disruption, low grade squamous intraepithelial lesion, hpv positive oropharyngeal squamous cell carcinoma, swelling of feet and nabothian cyst. Concomitant products included fluticasone propionate (flonase) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss hair falling out and lack of growth"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, weight increased, abdominal distension, alopecia, abdominal pain, dyspareunia and swelling had resolved, the anxiety and depression had not resolved and the menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: current weight 147 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral occlusion. Ultrasound scan vagina - on an unknown date: technique: sonography of the pelvis was performed by transvaginal and transabdominal (limited) techniques and images were obtained and stored in a permanent archive.. Lot number: 915890 manufacture date: 2011-10 expiration date: 2014-10. Plaintiff received treatment menorrhagia, metrorrhagia, fatigue, hair loss, weight gain, swelling, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event dyspareunia, menorrhagia, metrorrhagia, swelling was added. Updated outcome of event pelvic pain, abdominal pain, weight gain, bloating, swelling from unknown to recovered / resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure (batch no. 915890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2011, overweight and dyslipidemia. Previously administered products included for birth control: ortho-cyclen in 2007; for an unreported indication: ortho cyclen in 2007. Concurrent conditions included seasonal allergy since 2012, vaginal epithelial disruption, low grade squamous intraepithelial lesion, (B)(6) oropharyngeal squamous cell carcinoma, swelling of feet and nabothian cyst. Concomitant products included fluticasone propionate (flonase) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss hair falling out and lack of growth") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, weight increased, abdominal distension and abdominal pain outcome was unknown, the anxiety and depression had not resolved and the dysmenorrhoea, fatigue and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: technique: sonography of the pelvis was performed by transvaginal and transabdominal (limited) techniques and images were obtained and stored in a permanent archive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet received ,new reporter, patient demographic and relevant information ,concomitant medication , lab data ,essure indication , removal date, lot number, event injury to herself deleted ,new event psychological or psychiatric problems condition: anxiety, depression, dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive systemcondition type: bloating, hair loss hair falling out and lack of growth, pain/ abdominal pain and outcome were added on 22-oct-2019: medical records received , new reporter and patient relevant information were added. Follow-up 2 and 3 process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 915890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delayed period on (B)(6) 2011, morbid obesity and dyslipidemia. Previously administered products included for birth control: ortho-cyclen in 2007; for an unreported indication: ortho cyclen in 2007. Concurrent conditions included seasonal allergy since 2012, vaginal epithelial disruption, low grade squamous intraepithelial lesion, hpv positive oropharyngeal squamous cell carcinoma, swelling of feet and nabothian cyst. Concomitant products included fluticasone propionate (flonase) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss hair falling out and lack of growth") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, weight increased, abdominal distension and abdominal pain outcome was unknown, the anxiety and depression had not resolved and the dysmenorrhoea, fatigue and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 147 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: technique: sonography of the pelvis was performed by transvaginal and transabdominal (limited) techniques and images were obtained and stored in a permanent archive.. Lot number: 915890 manufacture date: 2011-10 expiration date: 2014-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.